Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately one to two minute into treatment with one unit of polyflux 170h dialyzer, an external dialysate leak was observed from the header. A crack around the venous header was also observed. The filter was replaced with another polyflux 170h and the treatment was completed. No alarm was triggered. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to d10, h3, h6 and h10. H10: the device was received for evaluation. A leak test of dialysate side was performed and a crack in the welding zone was found. The reported condition was verified. The cause cold not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.